Event description:
It was reported the iab was placed successfully in the cath lab. At night, the autocat 2 wave began alarm: possible helium leak, ectopic beat every 1-2 hours. The alarms then increased to every 15 minutes. There was no blood or liquid in the tubing. The volume of the balloon was reduced and the dr chose a 1:2 assist, but the alarm continued. The patient's heart was 110. The patient was in afib and the pump was in afib trigger. The physician removed the catheter and placed another balloon. However, once the guidewire was inserted into the first balloon, they noticed ECG acquisition and skin connection totally disappeared. Zeroing of the fos with the balloon in the tray was impossible. The system was switched "off and on" several times, but this did not help. They decided not to go on with the procedure. There were no reported patient complications. Follow-up report will be filed when evaluation is complete.